Event description:
A given imaging/medtronic bravo capsule placement was attempted two times on a patient. Following the usual insertion steps - the capsule failed to attach to the esophagus and had to be removed from the patient when the device was found near the airway. FDA safety report ID #(B)(4).